Event description:
It was reported that patient spinal cord stimulator (ipg) stopped working as expected. It was also noted that patient was experiencing inadequate pain relief. The patient underwent a replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.